Event description:
The customer reported that during a hepatitis surface antigen assay, the sample barcode in position a12 was misread. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.